Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was 400 mg/dl. The customer treated their high blood glucose with insulin pump bolus and manual injection. The customer reported that when they checked the reservoir there were air bubbles. It is unknown if they were able to remove the bubbles by pushing insulin out. Customer reported that they used several reservoirs from the same box and bubbles appeared every time. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.